Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 105) was unable to be duplicated. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to open pins (9 and 10) in the trunk cable. The root cause for the open pins was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation into an unrelated issue, a reportable problem was found. Electrode belt sn (B)(4) failed incoming functionality testing.